Manufacturer narrative:
A screenshot of a section of the ECG waveform with a ventricular rhythm was provided, however no device malfunction could be verified from this. In order to investigate further, a strip report of the entire event was requested. However, it was not available. Therefore, the reported symptom could not be verified and root cause could not be determined.

Event description:
It was reported that based on the review of a patient ECG, it was felt that the m300 should have triggered a vt alarm.